Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0r1xb, implanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
The patient reported having a massive subdural hematoma on (B)(6)2015 and spent most of the summer in the hospital. He had two surgeries including a craniotomy. After the hematoma, he lost what he had gained regarding control of his right hand. A manufacturer representative (rep) came out in (B)(6) 2015 and "he was scratching his head," but the patient's right hand came back gradually. It came back so well, he was planning on doing his left hand. Follow-up with a rep revealed that no rep actually met with the patient or was aware of the event in (B)(6). It was unclear who the patient actually met. The patient's indication for use was essential tremor and movement disorders.